Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is january 24, 2019.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38 alarms noted during testing. The motor was tested outside of the device and passed. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were not functioning. Customer¿s blood glucose was 12.4 mmol/l at the time of incident. Customer stated that the insulin pump had frozen display as well as pump error alarm. Customer was unable to clear alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor.